Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflation unit was unable to maintain pressure during a therapeutic laparoscopic procedure. The event resulted in a delay to the procedure of less than 30 minutes. The procedure was completed with an olympus back-up device. There was no patient injury or medical intervention associated with this event.